Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 8416997.

Event description:
It was reported the patient experienced inadequate stimulation with their drg system. As a result, surgical intervention was undertaken on 8nov2023 wherein two t10 drg leads were implanted to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
The event of ineffective stimulation/trial was reported to abbott. The patient experienced inadequate stimulation with their drg system. Surgical intervention was undertaken wherein two t10 drg leads were implanted to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.